Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws got stuck on burn (device remains activated). They states that there was no injury to patient or to operator of the device. They states that they realized the problem on the early onset of the case and unplugged it from the generator.